Event description:
It was reported that the patients therapy worked great until the she had to go through a courthouse security screener about a month prior to the report. Therapy was turned off when the patient went through the scanner. The patient turned her device back on with her recharger as she could not get the programmer to connect. The patient stated it was possible her device was not fully charged and had shut off due to battery depletion, but the patient did not remember. The patient stated that ¿lead 3¿ that went down into her leg felt caused the patient to feel too much stimulation when she lays down. The patient stated that program 1 should target her middle back, but she was feeling it more to the left side lately, even in her groin, which it wasn¿t like that prior. The patient reported she slipped in the bathroom a few months ago which increased her overall pain but went away over time. The patient did not feel the episode affected her stimulation. The patient was advised to have her device/leads checked by her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).